Event description:
It was reported that the device was in use with patient for infusion of life-sustaining medication (drug name not reported). The reporter stated the device gave an alarm with the message "no disposable" on the display. The reporter stated the patient switched to their backup pump to continue the infusion. No adverse effects to patient reported.